Event description:
It was reported that the intra-aortic balloon (iab) was prepared standardly; however, the guidewire could not be inserted through the right femoral artery. As a result, the left femoral artery was successfully punctured and the iab was easily placed but gave a "possible helium alarm" at start up. Another iab was introduced without any problem and worked perfectly for three days. There were no reported pt complications as a result.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.